Event description:
A pt was implanted with a tfn nail on an unk date. F/u exam and x-ray on an unk date revealed the helical blade had migrated through the femoral head. The pt was returned to the operating room on (B)(6) 2012 for removal of tfn hardware and revision to a total hip replacement. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.